Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed whereby the information in the percent atrial fibrillation burden (% af) versus the auto mode switch (ams) was contradictory. Programming changes were scheduled for a later date. The patient was stable.